Event description:
Clinic notes were received at MFR for review on a pt having increased seizures. It is not known if the increase is above the pt's pre vns seizure rate. Reported "an increase and flurry of seizure activity." Possible causes from treating physician were reported as urinary tract infection or hormonal changes. No further info provided as to cause of event. The pt has been referred to a surgeon for their generator to be replaced but no surgical date set at this time. Estimated battery life calculation showed the generator to have 0.81 yrs til it would be time to replace the battery.